Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The valve was leaking, and air bubbles were aspirated. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications occurred. Device is expected to be returning.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The valve was leaking, and air bubbles were aspirated. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications occurred. Device is expected to be returning. It was further reported only the dilator was inside the faradrive steerable sheath clear prior to, and/or at the time, the air was observed. A pressure bag was use for the irrigation of faradrive steerable sheath clear. The guidewire was outside the patient when a farawave catheter was inserted into the sheath.

Manufacturer narrative:
B5 describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The valve was leaking, and air bubbles were aspirated. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications occurred. It was further reported only the dilator was inside the faradrive steerable sheath clear prior to, and/or at the time, the air was observed. A pressure bag was use for the irrigation of faradrive steerable sheath clear. The guidewire was outside the patient when a farawave catheter was inserted into the sheath.